Manufacturer narrative:
Updated sections: d4 model number and expiration date, h4, h6 type of investigation and investigation findings. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case, the patient presented with suspicion of endocarditis within 60 days of the device implant. The subject device is not available for evaluation due to suspected endocarditis. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 30mm 4450 mitral annuloplasty ring implanted for 2 months, 4 days was explanted due to recurrent regurgitation with systolic anterior motion of the anterior leaflet with fibrosis. Patient presented with febrile syndrome post op of unknown etiology with suspicion of endocarditis. A 27mm 7300tfx mitral valve was implanted in replacement. The surgeon removed the annuloplasty ring and cut out the anterior leaflet and preserved the majority of the posterior leaflet, though resected a portion of p3. Surgeon sewed the 27 mm bovine pericardial valve into place. This was seated nicely. The patient was transported to cvr unit postoperatively in stable conditions. Bioprosthetic mv endocarditis was suspected however all microbiology reports were negative to date. Post echo demonstrated good function of the bioprosthetic valve without any abnormalities noted. Patient was discharge home on stable conditions on pod# 10 . Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.